Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2018-02187: it was reported the patient has lost effective stimulation due to lead migration. The patient's extensions were explanted and replaced due to high impedance. Surgical intervention resolved the patient's issue.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-02187: